Event description:
Product was used to repair a laceration on the right cheek of a five year old. The product came into contact with both eyes and bonded them shut. The ER doctor got the right eye open by using tweezers. An ophthalmologist was consulted and he got the left eye open by "pulling it off". The pt was seen by an opthalmologist in 2005 and was given eye ointment and warm compresses and told to return to office in about a week later. The pt's current condition is unk.